Event description:
The firestar balloon could not deflate as expected. There was no report on patient injury. The lesion was in the circumflex artery, with 70% stenosis, mild calcification and tortuosity. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was no unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. The device didn¿t pass through an acute bend. There was no difficulty advancing the guide wire towards the target lesion. There was no difficulty advancing the device towards the target lesion. It was the first time the balloon was inflated and inserted into the patient. No unusual force was required when using the device. The balloon will be returned for investigation.

Manufacturer narrative:
The firestar balloon could not deflate as expected. There was no report on patient injury. The lesion was in the circumflex artery, with 70% stenosis, mild calcification and tortuosity. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was no unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. The device didn¿t pass through an acute bend. There was no difficulty advancing the guide wire towards the target lesion. There was no difficulty advancing the device towards the target lesion. It was the first time the balloon was inflated and inserted into the patient. No unusual force was required when using the device. The balloon was returned for analysis. A non-sterile unit of sakura fire star 2.00 x 15mm ptca balloon catheter was returned. Per visual analysis, no damage on the distal seal, inflation lumen or body was observed. The balloon had been inflated and deflated. Dimensional analysis was not performed as the failure is not related to a reduction of the inflation lumen. Functional analysis could not be performed due to saline solution residues. Per microscopic analysis saline solution saturation was observed in the inflation lumen. Per sem analysis the transition seal showed evidence of blockage at the inflation lumen. The x-ray spectrum of the blockage particle yielded elementals; carbon, oxygen, sodium, chlorine and iodine. The presence of sodium and chlorine suggests that a saline solution could be the dry remains on the inflation lumen. A device history record (DHR) review of lot 15871310 revealed no anomalies or non-conformances that can be associated with the reported event. According to the instructions for use the user should deflate the balloon fully by pulling negative pressure with an inflation device. The event reported by the customer as ¿balloon/ deflation difficulty - (cardiovascular)¿ could not be confirmed since functional analysis could not be performed due to saline residues in the inflation lumen. Per sem analysis the blockage at the inflation lumen is related to the presence of sodium and chlorine which suggests that a saline solution could be the dry remains on the inflation lumen. The cause of the event experienced by the customer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process, therefore no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.